Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on keypad traces. No creased dome switches noted on keypad assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they had fallen off their bike and ever since the device has been unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.